Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. Therefore the complaint of intermittent antenna icon could not be confirmed.

Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient was using a transmitter that had expired. Clinic representative did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).